Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was not restarting after an occlusion happens. The customer mentioned that the pumps used to restart after a patient fixes their arm, and then the unit would stop alarming for occlusion, and continue to run the setting. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Root cause: the probable cause of the reported device was not restarting after an occlusion happens was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that the device was not restarting after an occlusion happens. The customer mentioned that the pumps used to restart after a patient fixes their arm, and then the unit would stop alarming for occlusion, and continue to run the setting. There was patient involvement but no harm.